Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported iodine in the sponge of five (5) minicaps was dried. The customer further described this event as sponges were dry as the povidone-iodine disinfectant leaked out of the cap inside the packaging. This issue was noticed before use of the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.